Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose as well as receiving threshold suspends. The patient's blood glucose was 144 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed and the sensor seemed to be working fine. The customer was informed that working with the sensor while having insulin residue on their fingertips may result in inaccurate sensor readings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.